Event description:
It was reported that the patient complained of syncope and received shocks which were attributed to oversensing and noise on the right ventricular (rv) lead. The device had a charge circuit timeout and elective replacement indicator (eri) had triggered almost a year prior. It was also reported that rv pacing was inhibited intermittently which resulted in bradycardia. The device has been explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).